Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the insulin pump, with glucose readings as low as 43 mg/dl initially and later 31 mg/dl, leading to ems involvement and treatment with oral glucose and glucose gel; the user disconnected from the pump during one episode and subsequently reconnected, and later reported stable in-range glucose after a firmware refresh was performed. Symptoms included hypoglycemia and transient loss of consciousness. Outcomes included an event meeting criteria for serious injury and an unexpected medical intervention where medication was required. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.